Event description:
The clinican opened a new package of the hospira transpac IV bifurcated monitoring kit to be used with monitor. The clinican noticed a small nick in the insulated swan cable that connects to the monitor. When the cable was plugged into the monitor it registered a value but if the cable was moved the values would disappear. The entire lot had the same problem. It appears as a manufacturing defect in the cripming process of the transducer cable at hospira.